Event description:
It was reported that while checking the interface, it was discovered that channels 1 and 2 are out. No report of patient impact.

Manufacturer narrative:
(B)(4). The findings of the product analysis indicated that the customer's issue was verified. The bottom housing was cracked on the inside. The cable and the bottom housing were replaced. (B)(4).